Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a deltec gripper plus safety needle had an issue with the safety lock after removal. The reporter noted that the event could have been related to user error. No patient or clinician injury was reported. See MFR: 3012307300-2016-00591 and 3012307300-2016-00630.